Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. Hand-cranking was used to maintain blood flow until the pump was replaced and the procedure was completed without further issue. There was no report of pt injury.

Manufacturer narrative:
The pt identifier, age and weight were not provided. Sorin group (B)(4) MFR the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. Hand-cranking was used to maintain blood flow until the pump was replaced and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.